Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting, lens rotation and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: the patient's post-op (on (B)(6) 2016) uncorrected visual acuity was 20/20. Device evaluation - the lens was returned bent and dry in a lens case/vial. Visual inspection found the haptic broken with foreign material on lens surface (fibers). (B)(4).